Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309605, batch#: unknown. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. During compounding lot #20241125-2ff6ad two syringes were found leaking under the plunger and 2 with dark ink spots. Product#: 309605. Additional information provided: 1. When was this defect observed? During or before use? During use. Use being compounding. No patient involved. 2. Can you please provide an exact date of event in format dd-mm-yyyy? (B)(6) 2024 3. Can you please provide the lot number associated with reported issue? I¿m not sure of the lot number. Below are all the lot #s that were used in the compounded batch (potential lot 4088618, 3152762, 3152757, 3324404, 3312338, 3324402, 4110189, 3312339, 3306030, 4058224, 4079242).

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported two syringes were found leaking under the plunger and two syringes had dark ink spots. To aid in the investigation, four loose samples and six photos of 10ml luer lok syringes were received for evaluation by our quality team. The samples were tested for leakage and there was no leakage observed. Two samples have a black dot circled in black marker: one on the plunger rod and one on the syringe barrel. The photos show one loose syringe filled with an unknown clear fluid. Two photos show the foreign matter on the plunger as observed in the sample received. The other four photos show the syringe from various angles with no defects observed. The reported defect for leakage was not identified in the photos or samples received. The foreign matter observed is non-conforming per product specification and is associated with the molding process. The foreign matter is most likely embedded degraded plastic that occurs at the startup or intermittently during the injection molding process. This defect is cosmetic and does not pose a risk to the customer. A device history record review was completed for provided material number 309605, possible lots 4088618 ,3152762 ,3152757, 3324404, 3312338, 3324402, 4110189, 3312339, 3306030, 4058224 and 4079242. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lots were inspected and accepted based on our inspection control plan and approved for shipment. Further action has not been determined necessary at this time.